Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Unit received with missing battery cap contact. Energizer alkaline battery was stuck in the battery tube. Unit passed displacement test using test alkaline battery. Test energizer alkaline battery was able to be removed from battery tube with no anomaly noted.